Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, when the spyscope ds ii was plugged into the spyglass digital controller, only gray dots appeared on the screen. They tried to adjust the s-video cable, restarted the controller, and unplugged the spyscope ds ii from the controller; however, the problem was not resolved. The procedure was not completed due to this event. On (B)(6) 2020, the patient was rescheduled for a second ercp procedure and the procedure was completed with a spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No elevator marks were noted along the length of the device. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. Xray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that procedural residue was present in the breakout region at the end of the optics lumen. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted. The saline was drained from the optics lumen and the image was restored. The reported event was confirmed. The optics lumen in the shaft of the catheter is the portion of the device where the camera wire is routed from the tip to the handle. Several pathways at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. With the introduction of saline to the optics lumen, a capacitance is added to the camera signal that affects the electrical properties and can disrupt the image. There is an open investigation to address this interaction. Based on all gathered information, the probable cause selected for the image problem due to fluid in the optics lumen is cause traced to device design, which indicates that the problems are traced to the design specifications. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the spyscope ds ii was plugged into the spyglass digital controller, only gray dots appeared on the screen. They tried to adjust the s-video cable, restarted the controller, and unplugged the spyscope ds ii from the controller; however, the problem was not resolved. The procedure was not completed due to this event. On (B)(6) 2020, the patient was rescheduled for a second ercp procedure and the procedure was completed with a spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.